Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium large clip applier instrument was stuck on tissue and would not release. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clip applier issue occurred while the surgeon was attempting to clamp a vessel or tissue bundle. No instrument motion issues were reported, including no problems with the jaws remaining static or any unexpected movement of the instrument. The number of clip applications performed before the incident was not specified. The issue was resolved by replacing the instrument with a new clip applier.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium large clip applier instrument was analyzed and found to have two severely bent grips causing misalignment of the grip-tips. There was a 1.60mm offset at the tips. A clip cannot be properly loaded into the clip groove of the grip-tips. The grips were not found to have cracking damage. The complaint regarding instrument being stuck on tissue and would not release was confirmed by failure analysis. The probable root cause can be attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips by applying excessive force on the jaws.